Manufacturer narrative:
PMA/510k: (B)(6) 2019. Date of report: (B)(6) 2019. Failure analysis on the returned user interface assembly found that the user interface lcd cable disconnected from the ui pcba connector j7 causes the ventilator to have blank (white) screen display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 27sept2019. Date of report: 30sept2019. The customer contacted product support and requested for service repair. The service technician replaced the user interface assembly to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the display turned white. The customer reported that the unit was in use on patient , but there was no patient harm reported. Patient information was not disclosed

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23sep2019.

Event description:
The customer reported that the display turned white. The customer reported that the unit was in use on patient, but there was no patient harm reported.